Event description:
On 06-feb-2025, the pharmacy manager reported that the end user experienced hyperglycemia requiring medical intervention on (B)(6) 2025. The user had elevated blood glucose (bg) levels of 400 mg/dl. She was transported by paramedics to the emergency room (ER), where she was treated for diabetic ketoacidosis (dka). Afterward, she remained in an inpatient rehabilitation center until her release on (B)(6) 2025. The user stated she could not recall the treatment provided while in the ER. She is no longer wearing the ilet bionic pancreas.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.